Event description:
--

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the header was loose and separated from the device case. A microscopic visual inspection revealed a fractured header wire. The header wire connects the device circuitry to the connector block in the header. The device was unable to be tested for electrical functions due to the header separation. The field allegation was confirmed through analysis.

Event description:
Boston scientific received information that the ring lead was plugged into the bifurcated portion of the pacemaker and this lead had a complete fracture of the conductor. This lead had a previous break near the terminal, but had been repaired and had a non-boston adaptor in place to put it into the device. The adaptor was cut off and the lead was surgically abandoned. In addition, upon removal of the device, the header separated from the can without effort when a slight torque was applied. No adverse patient effects were reported.